Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h10, h11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has been experiencing right hip issues and pain since his initial implantation. It is now approximately 11 (eleven) years post-surgery. The patient reports the surgeon is concerned for trunnionosis and metallosis. An MRI was performed that displayed small chronic bone fragments at the greater trochanter; otherwise, unremarkable without evidence of osseous abnormality or osteolysis. All products remain implanted.

Manufacturer narrative:
(B)(4). D10: item name# cer bioloxd option hd 36mm; item number# 650-1057; lot number# 392850. Item name# g7 pps ltd acet shell 52e; item number# 010000663; lot number# 3360499. Item name# e1 std poly liner e36; item number# 010000857; lot number# 3302871. Item name# tprlc 133 mp type1 pps so 11.0; item number# 51-106110; lot number# 3311802. This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a right tha on (B)(6) 2014. Patient has since been having issues and reporting pain in the hip. During the follow-ups the doctor notes he is concerned for metallosis and trunnionosis. Patient had x-rays and blood lab results. Results have no evidence of fracture or dislocation, had good alignment. Lab test results for chromium and cobalt are normal within range. MRI results show no evidence of osseous abnormality or osteolysis. Mild right gluteus medius and minimus tendinosis with low grade insertion fraying. Advanced degenerative changes of lower lumbar spine a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Previously report submitted under warsaw biomet MFR number 0001825034. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has been experiencing right hip issues and pain since his initial implantation. It is now approximately 11 (eleven) years post-surgery. The patient reports the surgeon is concerned for trunnionosis and metallosis. An MRI is scheduled to be completed in two weeks, and laboratory work is being completed for metal pathology. No further details or medical records have been provided.